Event description:
A patient reported experieincing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 94, 114 and 135 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.